Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number. Product code. If in your possession, may we have a copy of your operative report to review which layer of tissue the suture was used? Can you identify the product code of vicryl plus suture used during your procedure? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient they underwent a total knee arthroplasty procedure on an unknown date and suture was used. Approximately thirty one days post procedure the patient is experiencing redness around the suture sites. Patient reported treatment has been bactrim orally and triple antibiotic ointment topically. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. Additional information: a2, b7, h6. Additional h6: patient codes: 1840 erythema; 1868 foreign body reaction (stitch abscess). Additional information was requested and the following was obtained (consumer): my date of birth is (B)(6) 1936. Additional information was requested and the following was obtained (surgeon): I¿ve included the responses to the questions listed below regarding our patient. Of note, the patient developed numerous stitch abscesses postop along his skin incision of the knee. He was recently within a month diagnosed with basal cell ca and developed a similar stitch abscess on his elbow where the skin lesion was removed. We used vicryls and monocryl for the incision closure. What were the patient symptoms of reaction 31 days post op (reported as redness)? Numerous suture abscesses developed along the incision, after his surgery within a month. No drainage from the incision or skin breakdown that required reoperation. What is the physician¿s opinion as to the etiology of or contributing factors to the patient symptoms post op? After a thorough review with our ID specialists, it was concluded that the patient¿s recent diagnosis of basal cell ca was the contributing factor to the numerous stitch abscesses. Does the surgeon believe that there is any relationship between the vicryl plus suture and patient symptoms/ reaction? No. Was there any deficiency noted with the vicryl plus suture/ nylon suture noted prior to or during use? No. What tissue layer was the vicryl suture used on? Arthrotomy and subcutaneous tissue. Can you identify the product code and lot number of the vicryl suture used during knee procedure? No. What is the physicians opinion of the contributing factors leading to reaction/ treated with bactrim? Recent diagnosis with basal cell ca, that caused the numerous stitch abscesses. What medical treatment was prescribed for the patient? Topical abx cream for 6w. Patient pre-existing medical conditions (ie. Allergies, history of reactions):basal cell ca of the skin. What is the patient¿s current status as of your last visit? Doing well, approximately 4 month from his tka. No reoperation.